Event description:
During a stereotactic biopsy the needle probe was placed into the patient, but would not fire as it normally should do. The needle probe was removed from the patient's breast and then the holster was removed from the machine. The probe could not be removed easily. Once removed the holster was lubricated and a test prove placed which fired. Another probe from the same lot as the original was then loaded and would not fire. A new box/new lot was obtained and tested. The new lot worked fine.